Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. Customer's current blood glucose is 371 mg/dl. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. Customer assisted with displacement test and it was passed. The insulin pump will not be returned for analysis.